Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on unknown date and mesh was implanted. Post-operatively, the patient developed "extensive rashes over the body, with it being more severe at the location of the mesh." The patient is currently being evaluated by a dermatologist. The mesh is still implanted. Additional information has been requested.